Event description:
Provider alleges consumer tipped over while riding in his chair.

Manufacturer narrative:
Alleged tip over could not be duplicated during test ride.

Event description:
Provider alleges consumer tipped over while riding in his chair.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.